Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, lot# n613459001, implanted: (B)(6) 2016, product type catheter.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient who was receiving gabalon (unknown concentration, 70 mcg/day) via an implantable pump used for cerebral infarction. A catheter occlusion was suspected in the middle of (B)(6) 2017, so catheter fluoroscopy was performed. The drug could not be aspirated through the catheter access port (cap). The hcp considered that there was a possibility of catheter occlusion or displacement of the catheter in the epidural area. Additional information reported the physician performed a catheter replacement surgery on (B)(6) 2017 because a catheter occlusion was suspected. The spinal-side catheter was replaced since a catheter occlusion on the spinal side was suspected. There was no abnormality of the pump-side catheter. The severity of the event was reported as 3 (serious). The outcome of the event was unrecovered.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, lot# n613459001, implanted: (B)(6) 2016, product type: catheter. The previously reported patient code (B)(4) no longer applies to this event. The device codes have been updated to include the following; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-sep-15, additional information was received from a foreign healthcare professional (hcp) via (B)(6). Additional information reported the pump was implanted and the dosage of "gabaron" was gradually increased up to 60 mcg/day. The patient was discharged under remission. Until (B)(6) 2017, the patient lived at home and spasticity decreased. There were no issues with further patient's condition. The patient underwent routine refills at a hospital. Around (B)(6) 2017, the patient's spasticity increased and the patient reported to and was admitted to the hospital. The symptoms were mild (the symptom was the same level as before the injury or slightly better than prior to the procedure) and no treatment was taken and observation was performed. On (B)(6) 2017, the patient was hospitalized at another hospital. A catheter examination was performed on (B)(6) 2017 and the hcp considered that there was a catheter occlusion issue. A catheter x-ray study was performed on (B)(6) 2017 and found abnormal findings; spinal sided catheter was occluded. On (B)(6) 2017, a catheter replacement procedure was performed. On (B)(6) 2017, the patient was discharged under remiss ion. The attending physician's assessment stated, "since it was not possible to aspirate the drug from the access port, the physician considered that there was catheter occlusion issue. It was confirmed that there was no catheter occlusion on the catheter of the pump side during the surgery. It was considered that the catheter on the spinal cord side moved in the subdural while the patient was placed under monitoring. This was led possibility by the arachnoid react to catheter materials, or during inserting the catheter in the procedure, or minor infection, however, the cause could not be determined." The event outcome was listed as recovered.